Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The returned implants were evaluated and found burnishing of the porous coating which implies that there was some loosening of the shell, despite the substantial bone ingrowth on its porous coated surface. The apparent small wear stripe on the head implies that there may have been a degree of rim loading, which could have resulted from joint laxity or a high inclination angle of the cup. Without radiographs however, position and alignment cannot be assessed, and a more definite conclusion as to the cause for revision cannot be made.

Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6) 2012 due to pain and fluid collection around hip. No further information has been received.